Event description:
It was reported that during a tvt procedure when the first side of the device was passed through the pt following cystoscopy of the bladder, the needle was pulled through the abdominal skin incision and the tape was not connected to the needle. The tape was removed from the pt via the vaginal incision and a new device was opened. The second device was inserted without incident.